Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse wanted to warm patient 1c per hour in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 36.5c, device already set to rewarm at 0.5c/hour. Explained device could only safely rewarm at 0.5c per hour and the only option beyond this was maximum, which was uncontrolled. Discussed these implications. Water temperature (wt) was only 25c because flow rate (fr) was 0.6lpm. Explained correlation between flow rate and heater capacity. Guided to diagnostics showed that the system hours were 2684, pump hours were 261, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 25c. Adjusted tubing, disconnected and reconnected tubing using correct technique. No change in value. Nurse declined any further troubleshooting and elected to end therapy instead. Biomed wanted to speak regarding a calibration error. Error 101 (unable to set calibration parameters) expected value was 2300, actual value was 1900.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Explained correlation between flow rate and heater capacity. Guided to diagnostics showed that the system hours were 2684, pump hours were 261, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 25c. Adjusted tubing, disconnected and reconnected tubing using correct technique. No change in value. Nurse declined any further troubleshooting and elected to end therapy instead. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse wanted to warm patient 1c per hour in an arctic sun device. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 36.5c, device already set to rewarm at 0.5c/hour. Explained device could only safely rewarm at 0.5c per hour and the only option beyond this was maximum, which was uncontrolled. Discussed these implications. Water temperature (wt) was only 25c because flow rate (fr) was 0.6lpm. Explained correlation between flow rate and heater capacity. Guided to diagnostics showed that the system hours were 2684, pump hours were 261, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 25c. Adjusted tubing, disconnected and reconnected tubing using correct technique. No change in value. Nurse declined any further troubleshooting and elected to end therapy instead. Biomed wanted to speak regarding a calibration error. Error 101 (unable to set calibration parameters) expected value was 2300, actual value was 1900.